Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2021, a percutaneous coronary intervention was performed on the heavily tortuous, proximal septal coronary artery, 90% stenosed lesion. A 2.5x15mm xience xpedition stent was implanted without a device issue. Following, a dissection was observed, treated with another stent. There was no adverse patient sequela. No additional information was provided regarding this issue.